Manufacturer narrative:
(B)(4).

Event description:
Quarterly summary report for alleged unexpected pump shutdown or pump reset: it was reported that the pump unexpectedly shutdown or reset. The issue was resolved by resetting the pump or reverting to an alternate method of insulin therapy.